Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low battery alert and high blood glucose readings. The customer's blood glucose reading was 414 mg/dl. The customer tried 2 batteries and the pump would not come on. The customer stated that the battery indicator does not show less than 2 bars. The insulin pump was not returned for analysis.